Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 and was determined to be use error, due to the home patient (hp) pressing go before connection. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If additional relevant information is received a follow-up will be submitted.

Event description:
A customer contacted global technical service (gts) reporting a system error 2240 (air in line) in the initial drain. Home patient (hp) was not connected. The event occurred during use and solution was provided over the phone. There was no patient injury or medical intervention reported.